Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. Analysis found the lower case was missing a foot and the system fan was noisy. The display would not stay up; upper and lower display hinges found out of mechanical specification. (B)(4).

Event description:
It was reported the programmer was having issues starting up and taking the new software update. The programmer was returned for repair. There was no patient involvement indicated.